Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): no patient involvement reported. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Service history review: part no: 391.201, lot no: p505243. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 7-dec-2000. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A review of the device history records has shown that the customer reported the threads were worn out. The repair technician reported the threads on the nose piece were worn, and the wire o-ring was missing. Threads stripped is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(6)-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads are worn out on the device. This was discovered by sales rep while he was inspecting his set, no case or patient involvement.(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device investigation summary ¿ one cable tensioner (part number 391.201, lot number p505243) was received. Visual inspection of the complaint device confirms the complaint condition. The nose piece of the threads shows signs of wear, additionally it was found that the wire o-ring was missing from the device and was not returned. A root cause could not be determined, most likely the device has seen a lot of use during its 15 year life span causing the threads to become worn after time. And the o-ring may have gotten lost during sterile processing. The balance of the device is in working condition and shows some signs of wear and tear. The cable tensioner is part of the orthopaedic cable system. The tensioner is when combined with the attachment bit and provisional tensioning device allows for tensioning of cables around fractures sites. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information - upon investigation of the device it was found that the wire o-ring was missing.